Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had rpms below specification (reading 71,209rpms n01.32 section 3.12 minimum of 75,000rpms at 90 psi, failed safety test (device ran in the unlocked position) protruding seal in the swivel, hole in the hose near the muffler, and a damaged lock cylinder and pawl release. It was determined that the protruding seal was consistent with normal wear. It was determined that the hole in the hose near the muffler caused the motor to fail rpms which was consistent with the manufacturing with the assembly tooling issues. It was determined that the damaged lock cylinder and pawl release were consistent with pushing down on disconnect while the device is running. The assignable root cause for the device running in the unlocked position was component damage caused by user error. The assignable root cause for the protruding seal in the swivel was normal wear. The assignable root cause for the hose damage was manufacturing fixture damage in zone 1 by the muffler which has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly. The root cause for the protruding seal is consistent with normal wear. The root cause for component damage (device ran in the unlocked position) was caused by user error. The hose damage was consistent with manufacturing with the assembly tooling issues. A CAPA has been initiated to address this issue. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had rotations per minute (rpms) below specification, a hole in the muffler and was power broken. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.